Event description:
It was reported that the right ventricular lead dislodged. It was also reported that there was poor sensing and high threshold noted on the lead. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Event description:
The lead was returned to the manufacture after the patient's death with no cause of death information. Further review noted that the patient died approximately 3 years after the lead revision procedure.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead dislodged. It was also reported that there was poor sensing and high threshold noted on the lead. The lead was revised and remains in use. No patient complications have been reported as a result of this event. It was later reported that the sls post market study patient had decreased in sensitivity.